Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) with moderate calcification and moderate tortuosity. The 3.5x33mm xience alpine stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a distal edge dissection was noted. Therefore, a 3x12mm xience alpine was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of vascular dissection is listed in the xience alpine everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.